Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a peripheral angiogram interventional procedure using an 8f sheath. Reportedly, the anterior foot failed to return to its original position and the lever could not be returned to its original position. The device got stuck and was removed against resistance which caused vessel damage. Another proglide device was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It was reported that the device got stuck and was removed against resistance which caused vessel damage. It should be noted that the proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Although the removal against resistance may have contributed to the reported tissue damage, the removal against resistance was circumstantial related to the difficulties encountered. The patient effect of tissue injury (vascular injury) is listed in the proglide instructions for use (IFU), as a potential complication associated with the use of suture-mediated closure devices. A conclusive cause for the reported difficulties could not be determined. A photo was returned by the account was reviewed and showed the foot was not fully retracted with blood and what appears be tissue. Factors that contribute to difficult to opening or closing the foot and device entrapment may include, but are not limited to, manufacturing, tissue or suture caught in foot, posterior cuff partly deployed in foot. The reported patient effect of tissue injury is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a peripheral angiogram interventional procedure using an 8f sheath. Reportedly, the anterior foot failed to return to its original position and the lever could not be returned to its original position. The device got stuck and was removed against resistance which caused vessel damage. Another proglide device was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.